Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the inner sheath was split using a splitting tool and it was noted the left ventricular (lv) lead migrated out of the branch. The lead was repositioned and with the retraction of the inner sheath there was evidence of dislodgement due to a tortuous turn in the proximal branch. The lead was re-positioned and remains in use. No patient complications have been reported as a result of this event.